Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. .

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had a fiber fragment adhering to the conductor wire section. (Fiber piece will also be returned.). There was no report of patient involvement or patient injury.